Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a custom tubing pack, it was reported that the connector of the arterial tubing that was connected between the pump and the oxygenator was loose at the pump outlet. The use of the device was unspecified. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of a leak with a blood clot encapsulated around the connector. The plastic outer wrap was removed, and the blood clot was dissolved. There was bone wax around the connector. Pressure integrity testing was performed at 3 l/min with 23 psi (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed from the tubing/connector interface. The tubing was removed from the connector and there was evidence of solvent residue on the connector. The reason for return was confirmed. Additional information b5: medtronic received additional information that the customer is unaware if the leak occurred in multiple packs. There was no visible air in system/tubing. The leak was in the line between the cardiotomy/venous reservoir and the oxygenator. The amount of patient blood loss as a result of this leak is not available, but a blood transfusion was required. The device was used to complete the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.